Manufacturer narrative:
Visual inspection: during the investigation, a slightly deformation of the valve was detected, the measurement of the plane parallelism has confirmed this with a value of -0.057xxxx mm - not inside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the prosa was permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical positions. The results show that the prosa is operating not within the accepted tolerance in the vertical position. An accelerated outflow of prosa could be determined. Adjustment test: the prosa valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in prosa. Results: based on our investigation results, we can determine an accelerated outflow, a non-adjustability in the valve and a deformation on the housing surface. The determined deposits can be named as the cause for the accelerated outflow and the non-adjustability. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa (#fv713t) was implanted during a procedure performed on an unknown date. According to the complainant, the system was believed to be operated in over-drainage. The patient underwent a revision procedure. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 13 years. Weight: 30 kilograms (kg). Height: 125 centimeters (cm). Gender: female. Same event as #3004721439-2023-00086.